Manufacturer narrative:
The device was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self and the displacement test due to display anomaly. The device was also received with the serial number label missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the there were lines on insulin pump's screen and they can saw only half of the screen. The customer stated that insulin pump was dropped accidentally. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.